Event description:
While performing a laparoscopic abdominal colon resection, the surgeon was using harmonic scalpel ace 36 - model ace36e and noted that the white piece on the cutting edges melted and began to detach. There was no adverse injury to the pt.